Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Wound drainage and infection are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infecton as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Health care professional reported, patient had discharge and drainage from port site. Patient placed on keflex by follow-up doctor. Six weeks later, the port replacement was done with laparoscopy. No further antibiotics given - no swab done at this time. Infected port. The access port was removed and replaced by an access port ii kit. The explanted port will be returned. Follow-up findings: patient first noticed yellow discharge from port site incision and was placed on antibiotics by treating physician (name not known by explant surgeon) and incision healed. Forty days after the first discharge, the port site started to drain again from the site and the patient was placed on keflex, at this time by treating physician. The explant surgeon does not have a clinical opinion as to the causality of the infection. Normal saline was used for the fill solution.